Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin at the septum. There was no impact to the customer's blood glucose level. In addition, it was reported that the insulin gauge was inaccurate. The customer changed the cartridge to resolve the issue.